Event description:
It was reported that the patient has experienced inflation issues with an inflatable penile prosthesis (ipp). The patient expressed that the pump felt somewhat deflated. Troubleshooting was attempted to no avail. The patient stated that, since he has relocated since the previous surgery, he will attempt to get a medical appointment to address the experience. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.